Manufacturer narrative:
On 11/01/2016, the customer reported to have not received another occlusion alarm. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the pump supplies and although there were no insulin drops observed exiting the tubing during the fill tubing step, the customer connected the tubing to the infusion set site. Insulin delivery was resumed. The customer's blood glucose (bg) level was approximately 300 mg/dl and the customer received an occlusion alarm. The pump system check showed that the infusion set tubing was blocked. The customer was to change the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump.